Event description:
It was reported that the patient started to experience pain in their chest area that radiated to their left breast. The patient was seen in clinic with high impedance. The patient has been referred to surgery and there were no reports of trauma experienced by the patient prior to the pain. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the explanted lead was likely discarded.

Event description:
It was reported that the patient underwent a lead revision due to high impedance. Suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.